Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased lead impedance and episodes of non-sustained rv oversensing due to noise were observed. The patient was asymptomatic. Further testing was suggested. The patient was in good condition.